Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and fainted while at school. Customer was taken to the hospital with blood glucose of 70 mg/dl. It was believed that the insulin pump over delivered due to the reservoir being full in the morning and when customer fainted, it was discovered that the reservoir was empty with lots of air bubbles. Product is not expected to return for failure analysis.